Event description:
Balance chamber pressure alarms occurred during a routine hemodialysis treatment which could not be resolved. It was determined that the operator did not prime the fluid warmer disposable before initiating treatment. Partial rinseback was performed, resulting in an estimated blood loss of 20cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the pt's blood. User guide instructs to rinseback pt's blood if alarms cannot be resolved in a timely manner. The alarms were attributed to user error as the operator did not complete priming of the fluid warmer disposable prior to treatment as directed in the user's guide. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding priming of circuit prior to starting treatment. Nxstage medical considers this report closed. No add'l info will be provided.